Manufacturer narrative:
Per the field service representative (fsr), the team gas calibrates and enter the k codes. They also isolate the shunt during priming and do in-vivo calibration.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) and carbon dioxide (co2) values were inaccurate. The k+ value displayed was 5.7 which did not match the blood gas analyzer value of 4.6. As mitigation, the team used the blood gas analyzer for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.